Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4)

Event description:
The customer reported that he fell while wearing the insulin pump and the display was damaged. Customer reported that the screen was black and could not be read clearly. Blood glucose level at the time of the incident was not provided. Customer also reported that he was recently hospitalized to have his leg amputated below the knee. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.